Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out, externalized conductors were observed on the lead. There were no electrical anomalies. The svc coil was programmed off and the lead remains implanted. The patient will be monitored.